Event description:
Related manufacturing ref: 3008452825-2022-00554. The physician reported transient st elevation occurred during a procedure. A single transseptal approach was used, and while changing between the tacticath se and the advisor hd, transient st elevation occurred while using the agilis introducer. The physician believes the st elevation was due to air entry between changes. The st elevation self-resolved and the procedure was completed with no patient consequences. No further information is available. Following the episode the physician started manually increasing the flow of the hd grid during exchanges by squeezing the chamber and has had no further episodes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported air leak could not be conclusively determined.